Event description:
The customer stated that they are seeing reproducibility issues with the architect analyzer. For example, a ca19-9 result of 100 u/ml was generated which repeated at 1,400 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.